Event description:
On (B)(6) 2012, at (B)(6), quadrox-d (lot number 70075647) began to leak during extracorporeal life support (ecls) support. The oxygenator was changed out and the gas transfer was not compromised. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). The sample was returned for evaluation. The leak at the gas exhaust was confirmed in the maquet laboratory. There was a fiber leak which was caused by fiber shrinkage in the potting area of the oxygenator. The sample was then opened and a visual evaluation was performed. Fourteen (14) leaking fibers were identified; this was due to insufficient connection to the potting area. The product records were reviewed and no deviations were identified. The supplier was contacted regarding the complaint event. (B)(4).